Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that in three- four sets out of one box, the infusion set's tubing had disconnected at the quick release. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.